Event description:
It was reported that this lead was explanted due to infection. Patient presented with endocarditis. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to infection. Patient presented with endocarditis. No additional adverse patient effects were reported. Patient was paced until a new system was implanted. The product is not expected to be returned for analysis. Additional information was received indicating the patient went into hospice approximately two months after the explant procedure with septic shock and the patient subsequently expired.